Manufacturer narrative:
The company rep replaced the display interceptor (B)(4) and the display controller board (B)(4). The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that during transport within the hospital while the unit was in use on a pt, the unit's display started flickering, and that they were unable to read the display. The pt was switched to another unit and therapy was continued. No pt injury was reported.